Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to flattened all the buttons dome switch. No unexpected vibrating or beeping noted. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump started vibrating and got a beep sound. Customer's blood glucose was 96 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.